Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was 270 mg/dl and a correction via the pump was delivered via the pump to address the bg. The contact did not know the cause of the high bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.